Event description:
According to the customer's medwatch report, the ligasure dolphin tip laparoscopic sealer/divider was not working. The handle was stuck and not properly opening. It is unknown if the device was on tissue when it became difficult to open. Multiple attempts were made to contact the site for additional details without success. No patient injury reported. Medwatch # (B)(4).

Manufacturer narrative:
(B)(4). One ls1500 was returned for evaluation. Visual inspection found excessive eschar between the jaws . Functional testing found that it was difficult to unlatch the handle to open the jaws of the device. The latch would intermittently catch on the internal track but could be opened when the latch was retracted and released. This condition is consistent with the ski improperly aligned in the internal a-track. The two prongs that guide the ski may come out of perpendicular alignment with the a-track and the latch cannot be released. The investigation identified the root cause of the reported event to be undetermined. If the instrument is latched for an extended period of time, the ski guide can bend. Although the ski is designed to bend in order to accommodate light force to the handle, if too much force is applied the ski jumps out of the track and causes the handle latch to jam. This condition could also occur if the user clamps on a large tissue bundle or a hard object, such as staples or clips. The IFU cautions the user: do not leave the handle latched for an extended period of time when the device is not in use. No trend has been identified for this failure mode.